Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
The patient presented in clinic after feeling unwell. Upon interrogation, episodes of pacemaker mediated tachycardia (pmt) were noted on the device. Reprogramming was performed, but was unsuccessful in resolving the patient symptoms. Abbott technical support was contacted and recommended further reprogramming to resolve the event. An additional reprogramming is anticipated. The patient was stable and will continue to be monitored.